Event description:
It was reported that a user on the second full day of ilet pump use experienced hypoglycemia after an extended period of unannounced carbohydrate intake that produced prolonged hyperglycemia overnight, followed by a low blood glucose the next morning; troubleshooting and education were provided on meal announcing, pausing, and low treatment. Symptoms included hyperglycemia peaking at 276 mg/dl and confusion associated with hypoglycemia reaching 40 mg/dl. Outcomes included transient low glucose requiring oral carbohydrate treatment and education, without hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user-related factors, specifically overtreatment of hypoglycemia and unannounced meals, which contributed to glycemic excursions. It was concluded that the event was attributable to user management of meals and hypoglycemia treatment rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.